Manufacturer narrative:
A procedure delay was reported as the surgical table had to be repositioned. The 3080 sp surgical table was removed from service following the reported event. During the time of the reported event, the surgical table became unresponsive without operator input. User facility personnel utilized the table's hand control to command the table into the desired position. A steris service technician arrived onsite to inspect the 3080 sp surgical table. The technician found that the table-integrated override switches were not functioning properly and the hand control housing appeared opened and possibly repaired at a previous point in time. The technician made the appropriate replacements to the surgical table and the table's hand control was replaced as part of his service activities. The technician tested the table and returned the surgical table back to service. The 3080 sp surgical table is not under a steris service contact and is maintained by the user facility's biomed department. The 3080 sp surgical table operator manual states (6-5), "repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options." The table was manufactured in 1996 and has been in use for approximately 21 years. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3080 sp surgical table moved into reverse trendelenburg position without being commanded to do so. No injury to patient or staff was reported. The procedure was completed successfully.